Event description:
It was reported that the surgeon inserted an aq2015a silicone three piece lens and the trailing haptic tore off upon insertion. The incision was enlarged and the posterior capsule was damaged as the surgeon was removing the lens. A vitrectomy was performed and a suture was required to close the incision.

Manufacturer narrative:
Eval codes: results: visual inspection of the returned product showed that a haptic was torn off from the optic and missing from the lens, the tip of the cartridge was split and there was no visible damage noted to the injector. There was evidence of a clear surgical residue. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.